Manufacturer narrative:
It was previously determined by the remote service engineer (rse) that the issue was due to a failure related to the user interface (ui) assembly. The repair for this device could not be conducted at this time, due to a back-order status of a part (ui assembly) needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When all parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a screen that was black, and would not turn on, it was reported that the device still maintained power. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a screen that was black, and would not turn on, it was reported that the device still maintained power. The rse discussed the options with the customer, and that the liquid crystal display (lcd) could be upgraded from the first-generation display to the second generation; or the user interface (ui) assembly could be replaced. The customer was provided with the part number for a replacement ui assembly. This investigation is ongoing.